Event description:
It was reported that the patient was hospitalized for 3-4 inappropriate shocks due to fast focal atrial tachycardia. The device was noted to be at eri (elective replacement indicator). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.